Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention the device did would not power on using the on/off button. A request for additional information regarding the incident has been sent and the response is not yet received. There was no report of actual harm reported with this complaint.